Event description:
It was reported the instrument was used during an open hernia repair. It was reported the stapler was fired and the staples would not hold. The instrument fired ok, but staples would not form properly. A new stapler was pulled and it jammed. A third stapler worked fine. There was no consequence to the patient.

Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: head rotates: yes. Nose shroud cracked/broken: yes. Staples in nose: yes (1 formed). Staples in the track: yes. Trigger engaged with precock: yes. Functional tests and results: cycled instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received with a formed staple jammed in the cartridge nose and with a yielded cartridge nose weld. The formed staple was removed from the cartridge nose and the instrument was fired and 2 staples cycled through the nose due to the yielded nose weld. The instrument then fired and properly formed the remaining 23 staples without further incident. It was concluded that the nose weld had yielded due to the instrument being dry fired and then refired causing the staple to misfeed in the nose and the subsequent yielding of the cartridge nose. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.